Event description:
It was reported there was suspected premature battery depletion. The device longevity in 2008, was estimated to be between 4 and 27 months. When the patient was seen again in 2009, it was noted the device went to eri (elective replacement indicators) in late 2008. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be "ok" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.